Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the abdomen, which is off-label usage of the device, on (B)(6) 2025. The patient had reportedly been behaving poorly, vomiting and crying for three days after the sensor was inserted. On approximately (B)(6) 2025, the patient was taken to the hospital. A blood test was taken and the bg was 860 mg/dl while the cgm was 160 mg/dl. The patient was reportedly in diabetic ketoacidosis. The length of time spent in the hospital (less than or more than 24 hour is unknown). No other event details were provided and all follow up attempts for additional information was unsuccessful. No data was provided for evaluation. The allegation and a probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid. No additional patient or event information is available.